Event description:
Boston scientific crm received information that in 2009, this patient died after this left ventricular lead was implanted. The device had not been implanted yet. The cause of death was reported as unknown, but it is believed that the patient died from cardiac tamponade. It is unknown if this lead caused or contributed to this patient's death.

Manufacturer narrative:
The lead will not be returned for analysis. No additional information is available. If any new information does become available, this report will be updated.